Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging that the control solution result was above the expected control solution range. The reporter claimed obtaining a control solution result of ¿9.3 mmol/l¿ which fell above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.